Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative reported surgery was scheduled for april.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that the cause of the lead being replaced was high impedances were found. Rep reported that replacing the leads resolved the high impedances.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# va0tn4t, implanted: (B)(6) 2015, product type lead; product ID 3387s-40, lot# va08s1t, implanted: (B)(6) 2015, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative (rep) regarding an implantable neurostimulator. It was reported that right vim/left body was receiving no therapeutic benefit and they were in the red for impedances. Patient felt the battery was draining quicker. Patient had revision surgery in october and the impedances were slightly elevated (yellow). They ran impedances at higher level and nothing changed. Surgical intervention will be taking place next month. The plan is to replace the whole system. The issue is not yet resolved. Surgical intervention happened on oct 4th. The hcp revised two bilateral single channel batteries into 1 rechargeable battery. During this, one of the extensions had slightly elevated impedances at the end of the surgery (in the yellow).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they are not sure why, but the patient is going to have their leads removed and the neurosurgery group wants to do an MRI with just the ins prior to having other leads implanted. Reviewed labeling for this scenario.

Manufacturer narrative:
Section d10 references: product ID 3387s-40 lot# va0tn4t implanted:(B)(6)2015,explanted: product type lead product ID 3387s-40 lot# va08s1t implanted: (B)(6)2015 explanted: product type lead .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the battery depletion was due to high impedances from the lead. On (B)(6)the patient was going to have the wires removed with the battery staying implanted.